Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3maxc) was kinked approximately 127.0 cm from the hub and ovalized from 127.0 to 132.0 cm from the hub. Conclusions: evaluation of the returned psr3d revealed a proximal kink on the psr3d delivery wire. This damage was likely a result of forcefully advancing the psr3d against resistance. During functional analysis, the stent was able to be advanced through the length of the penumbra system 3max reperfusion catheter (3maxc) without issue. With a rotating hemostasis valve (rhv) attached, the psr3d did not advance out the 3maxc tip due to the location of the psr3d delivery wire kink. It is likely that the resistance experienced during the procedure was a result of interactions between the devices being used and tortuous patient anatomy. Evaluation of the returned 3maxc revealed a kink and a 5 centimeter long ovalization on the distal catheter shaft. These damages are also likely due to navigating the 3max through difficult, tortuous anatomy. The ace68 and neuron max mentioned in the complaint were not returned for evaluation. Penumbra catheters and stents are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-02305.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization device (psr3d) and a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician advanced the 3max through a penumbra system ace 68 reperfusion catheter (ace68) and a neuron max to the target location. The physician then advanced the psr3d into the 3max and attempted to deploy the psr3d out of the tip of the 3maxc; however, the psr3d would not come out and kept getting bunched up at the tip. Therefore, the physician removed the 3maxc and the psr3d and completed the procedure using other devices. There was no report of an adverse effect to the patient.